Event description:
It was reported via a legal notification that a 70 yo female patient, initial right knee implanted with exactech truliant total knee system on (B)(6) 2021, was seen postoperatively in (B)(6) 2021 with complaints of ongoing pain in her knee, especially during and following physical therapy. At that time, x-rays showed questionable ingrowth in the femoral component. The patient¿s orthopedist directed her to stop the physical therapy to see if the bone might heal and return for new x-rays in a few weeks. In (B)(6) 2022 during another appointment with her surgeon. X-rays showed a failure of ingrowth of the femoral component and the doctor informed her she would need to have revision surgery in connection with both the femoral and tibial components. Revision surgery was performed on (B)(6) 2022, approximately 10 months post the initial implant procedure. The patient now walks with a cane and has been able to resume most of her activities, despite a continuing limp. She no longer needs to attend physical therapy and has been discharged by the therapist.

Manufacturer narrative:
No device return anticipated due to this being a legal case. Concomitant medical products: 02-022-47-3009 - truliant tib imp cr ins std sz 3, 9mm, (B)(4), 02-022-55-3030 - truliant por tib tray size 3f/3t, (B)(4), 200-02-32 - three peg patella 32mm, (B)(4), based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to patient underlying conditions.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.